Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt said they had a CT scan with contrast yesterday with the spinal cord stimulator(scs) turned on. Pt said they felt the intensity of the scs go up, but did not "pay any attention to it." Pt had the therapy running all day today, and the pt turned the therapy off when they went to the restroom today(pt said the CT scan had made their body sore and they could go to the bathroom quicker without having the therapy on today. Pt did not want the therapy up high today when they were going to the bathroom, so they turned the therapy off). Pt had turned the therapy down prior to using the restroom because the pt "did not want the therapy to be real high when they turned the therapy back on." Then, the pt got done using the restroom, and turned the therapy back on in bed, but did not feel the therapy at all. During the call, the pt confirmed the therapy was on. The pt turned the therapy off and then back on, and adjust therapy settings up from 100-235. Pt said they saw a question mark with a "0" in the center of the pt programmer screen(patient services specialist understood this screen to be the "sync" screen on the pt programmer and pt synced pt programmer to ins to remove screen during call). Pt said they started feeling the therapy at 234, but typically started feeling the therapy at "100 something." Pt's hcp had told the pt to remain in bed and off their feet all day. Pt had checked with the CT scan technologist yesterday, and CT scan technologist consulted with hcp who told the pt they could keep their scs on while performing the CT scan. Pt did mention during the call that they "cannot get in touch with anybody" but did not mention they had called a mdt rep. Or their hcp about issue. Pt said pt programmer charge was 50% and ins charge was "full." The patient was redirected to their healthcare provider to further address the issue. Pt said they "may have to have surgery(not related to scs)." Surgery was related to the back injury the pt sustained prior to the scs. Pt did make a comment that "sometimes they turn the therapy off when using the restroom, but later clarified that they only turned the therapy off today when using the restroom, but typically kept the therapy on when using the restroom. Pt was in group c and said they typically started feeling their therapy in their stomach first.redirected caller: patient's hcp patient services specialist reviewed CT scan compatibility information and redirected to hcp. Redirected caller: patient's hcp